Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the screw broke. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update dw 17-jun-2024: further information was provided that the reported event occurred during an anterior cruciate ligament reconstruction while the screw was being inserted into the drill channel. The surgeon was able to retrieve the broken parts and finished the surgery successfully with a different screw.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, fastthread¿ biocomposite¿ interference screw 9 x 20 mm, ar-4020c-09, was received for investigation. Upon visual inspection it was noted that the spiral threads were damaged. Functional testing could not be performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.